Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) at maximum out put on the right ventricular (rv) lead or left ventricular (lv) lead, it was not conclusive. Replacement was recommended as the device reached the elective replacement indicator (eri) status a month prior. No adverse patient effects were reported. This rv lead remains in service.